Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a worldwide complaint database search found one additional related reports against the provided smartset hv bone cement 40g product code 3092040, lot number 8068933 combination. A device history record (DHR) review was performed. 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015: patient underwent a left knee attune arthroplasty. The patella was resurfaced, and cement manufacturer was depuy. There were no complications noted. On (B)(6) 2019: patient underwent a left knee revision after presenting with knee pain and decreased rom. No obvious signs of loosening via x-ray, and CT scan did indicate some increased update around the tibial component. The revision operative note didn't confirm or indicate any loosening of the tibial tray. The revision operative note for her right knee did indicate the revision of the patient's left knee was indeed for tibial component loosening. Loosening interface is believed to be at the cement to implant as the cement mantle was intact. The patellar and femoral component were left implanted with no deficiencies noted. Attune revision implants were placed on the tibial side. Doi: (B)(6) 2015; dor: (B)(6) 2019; left knee.